Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook fusion omni-tome pre-loaded sphincterotome was used. The procedure went as per normal until the wire [guide] exchange. The physician could not strip the omni-tome during the exchange. [Wire guide] access to the papilla was lost but the procedure was completed with other devices. A section of the device did not remain inside the pt¿s body. The pt did not require add¿l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of difficulty with breakthrough channel splitting. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.